Event description:
It was reported when using the pyxis medstation es system that it had a communication issue. Device was offline. The customer reported issue that occurred when dispensing medications to the patient and there was a delay in patient workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by communication issue. The field service engineer verified and found the issue resolved by the customer and no other findings available. The system functioned as intended after the field service engineer verified the device.